Event description:
It was reported that the arctic sun device would not fill when the tm was onsite completing regular servicing on machine. The fill tube in bucket of water for over half an hour and would not fill. Per sample evaluation results received on 25jun2024, it was reported that found leakage from the drain valve, low flow issue, device failed the protective earth during est due to high resistance and level sensor cracked.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. Found the low flow issue. Replaced manifold. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed manifold. Found the low flow issue. Replaced manifold. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill when the tm was onsite completing regular servicing on machine. The fill tube in bucket of water for over half an hour and would not fill. Per sample evaluation results received on 25jun2024, it was reported that found leakage from the drain valve, low flow issue, device failed the protective earth during est due to high resistance and level sensor cracked.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill when the tm was onsite completing regular servicing on machine. The fill tube in bucket of water for over half an hour and would not fill. Per sample evaluation results received on 25jun2024, it was reported that found low flow issue, device failed the protective earth during est due to high resistance and level sensor cracked.